Event description:
Device malfunction: none. Symptoms/ae: intracerebral hemorrhage, death. Time of symptoms: after the procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the patient developed chest pain. Reportedly, a cardiac catheterization was initiated revealing two vessel disease. A non-abbott stent was placed in the left circumflex artery. At the end of the coronary procedure, the patient was noted to have slurred speech and confusion. The carotid stent area was re-examined and found to be patent, but an occlusion was seen in the left common carotid artery proximal to the carotid stent just placed. A non-abbott stent was placed in the left common carotid artery. Postprocedure, the patient remained lethargic with right sided weakness. A head CT showed a massive intracerebral hemorrhage, incompatible with life. After discussion with the family, it was decided to make the patient a "do not resuscitate" status and the patient expired shortly thereafter. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Death is a known potential adverse effect associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.